Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11march2019. Philips technical support advised customer to attempt pressure relief valve (prv) adjustment as outlined in the service manual. The customer reported that the pressure was adjusted and the unit passed the extended self test.

Event description:
The customer reported a relief valve cracking pressure out of range error code. There was no patient or user harm reported. The event date was not specified; estimate used.